Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis ((B)(4)). It was reported that an arch replacement surgery with 'elephant trunk' procedure had already been performed, and the endoprosthesis was implanted distal to the previously implanted graft. The patient tolerated the procedure. On (B)(6) 2010, follow-up imaging showed no issues. The diameter of the aneurysm was 58 mm. On (B)(6) 2010, six month follow-up imaging revealed a type ii endoleak. The origin was not reported. The diameter of the aneurysm was 55 mm. The physician elected to monitor the patient. On (B)(6) 2011, one year follow-up imaging showed the type ii endoleak remained. The diameter of the aneurysm was 57 mm. The physician elected to monitor the patient. On (B)(6) 2011, follow-up imaging revealed a distal type I endoleak. On (B)(6) 2011, a gore tag thoracic endoprosthesis ((B)(4)) was additionally implanted to repair the distal type I endoleak. The patient tolerated the procedure. On (B)(6) 2012, two year follow-up imaging showed there were no endoleaks. The diameter of the aneurysm was 60 mm. On (B)(6) 2013, three year follow-up imaging showed no issues. The diameter of the aneurysm was 55 mm. On (B)(6) 2014, four year follow-up imaging showed no issues. The diameter of the aneurysm was 55 mm. No further information was available.